Event description:
Facility reported that 140cc's of contrast extravasated very deep into the tissue and could not be detected by the eda patch. The patient was referred to a plastic surgeon for evaluation. No additional information will be forthcoming. Facility was not willing to release anything additional.